Event description:
It was reported that the right ventricular lead exhibited noise, low impedance was also noted. The ventricular sensitivity would be decreased and patient would be scheduled for futher evaluation in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.